Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support along with extracorporeal membrane oxygenation (ECMO). While on support, the patient began vomiting followed by facial droop and acute cognitive changes. The team concluded that the patient was having a stroke. The patient was then taken for a computed tomography of the head that revealed a thrombus and then taken to surgery for a thrombectomy. In addition, it was reported that the thrombus could have come from the patient's atrial fibrillation and that systemic anticoagulation has not been on since the implant due to bleeding from the ECMO cannulas. Additional information was provided that noted the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. As noted in the impella IFU: impella cp with smart assist system. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿